Event description:
The customer contact reported a tubing separation. Prior to patient use, the male adapter separated from the tubing. Though requested, no additional information was provided.

Manufacturer narrative:
H10: the device is expected to be returned for investigation. It has not been received. This report represents all the information known by the reporter upon query by hospira personnel.